Event description:
As reported to medtronic, during transport of a patient, the patient converted to a v-fib rhythm. The deivce charged but did not respond when the shock key was pressed. The rig had just arrived at the hospital. A back up device was obtained, the same defibrillation electrodes were used and a successful shock was delivered to the patient. Patient outcome was not known.

Manufacturer narrative:
Medtronic evaluated the device and observed proper operation during functional and performance testing. The defibrillation electrodes used during the reported event had been discarded and were unavailable for evaluation. The patient record was retrieved from the device and reviewed. The patient record documented 2 no shock advised decisions followed by a paddles leads off indication. The patient record documents the paddles leads off indication for the duration of the call. Root cause for the reported event was not determined.